Event description:
Lab personnel reported a hsil case with observed abnormal cells that were not located in the 22 fields of view (fov) selected by the imager. Case is from 2006. Case was discovered during a 5 year review (pt had an abnormal pap and biopsy the following year). The case was originally diagnosed as normal and the hsil was found on the 5 year review. Cytology application specialist (cas) reviewed the slide on the review scope and identified trigger cells located in the 22 fov. Imager did show cells that would trigger an autoscan within the fov presented by the imager. The customer did not agree that there were triggers in the 22 fov. Customer will submit a slide to (B) (4) for investigation.